Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for interstim-other. It was reported that the patient went into the office as they were "getting nothing" out of their device. They tried to do an impedance check and battery measurement but could not read the implantable neurostimulator (ins) and eventually took an x-ray and it showed the battery was right lateral of the spine/almost touching the spine. The patient did not report anything about feeling like the ins had moved at all. After the x-ray showed where the ins was located, they palpated for the ins and laid the clinician programmer (cp) right over the ins and it still could not read it. They questioned if they should explant the ins. It was unknown when the issue started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.